Manufacturer narrative:
Cracked blade. Eval summary: the analysis results found that one device was returned with the blade scratched and cracked. Due to the damage to the blade, it was confirmed that the device was non-functional. The identified blade damage may have occurred from external contact during activation. In addition, minor blade damage may increase in severity during subsequent activations, and may result in blade "lockout" later in the procedure. Therefore, the instructional insert states: "avoid accidental contact with other instruments during use."

Event description:
During a fundoplication procedure, the device did not function after a few minutes. There was no pt consequence.